Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that a patient underwent a clavicle fracture procedure on (B)(6) 2023 where an ar-2652cl clavicle fracture plate, an ar-8835-14 low profile screw, (2) ar-8835-16 low profile screws, an ar-8835cl-12 kreulock compression screw, (2) ar-8835cl-14 kreulock compression screws, an ar-8835-10 low profile screw, an ar-7268 fibertape® cerclage with tigerlink, and an ar-7268t tigertape® cerclage with fiberlink were implanted. Five weeks post-op, the patient reported hearing or feeling a pop. An x-ray was taken that confirmed that the ar-2652cl plate had broken. On (B)(6) 2024, a revision surgery was performed where the implanted devices were removed. The revision was completed using a device from another manufacturer.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Upon visual inspection, it was noted that the low profile screw¿, ss, 3.5 x 14 mm, cortical showed normal signs of wear around the hexalobe edges and radius of the head. No manufacturing issues were found. Dimensional testing was performed, and the device met the requirements for drawing c18816-03 in terms of overall length and the outside diameter of the thread length. The most likely cause of this failure is normal wear and tear from repeated screwing and unscrewing of the device.